Event description:
The customer reported erroneous positive troponin I (access accutni) results, above the normal reference interval, for eight patients involving unicel dxc 600i synchron access clinical system. Subsequent testing of the patient samples recovered lower results within the normal reference range of the assay. The customer defines a false positive result as greater than 0.04 ng/ml and a false negative result as less than or equal to 0.04 ng/ml. The customer indicated two erroneous results were released out of the laboratory and questioned by physicians; amended results were issued. One female patient was admitted to the hospital for two days for cardiology consultation and additional patient testing due to the erroneous result. The event of this patient was addressed in MDR 2122870-2012-01522. This MDR addresses the other seven patients. Patients treatment was not impacted by this event. The customer has a standard laboratory protocol to retest all initial positive results greater than 0.1 ng/ml. The laboratory protocol dictates to re-centrifuge all patient samples prior to reanalysis. Patient samples were collected in greiner plasma sample tubes and the samples were centrifuged at 4000 rpm for 5 minutes at 20 degrees celsius. The samples were re-centrifuged at 4000 rpm for two more minutes for repeat testing. The recommended centrifugation for pst gel tube is between 1,800 to 2,200 rpm for 10 to 15 minutes. All patient samples are analyzed after aliquoting into nesting cups. Per customer, the qc had been performing within their established limits with no issues and system check performance was passing within instrument specifications at the time of the event.

Manufacturer narrative:
Field service engineer (fse) was dispatched to investigate the event. The fse verified hardware performance and performed a failing high sensitivity system check. The fse replaced: the instrument peristaltic pump tubing; aspirate probes; wash pump seal. The fse cleaned the wash valve and the dispense probes. The fse attempted to adjust the instrument luminometer settings but it would not adjust below a maximum voltage of 4.0 volts. The fse replaced the luminometer and adjusted the setting to 3.7 volts with a drift correction factor setting of 1.000. The fse performed a passing high sensitivity system check and verified acceptable instrument hardware performance. The instrument conformed to the manufacturer's published performance specifications. A definitive root cause of the incident is unknown.